Event description:
It was reported that there was a problem with clinician programming/printing. The hcp could not establish telemetry with the pump. They tried 3 different programmers. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).